Manufacturer narrative:
(B)(4) during processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: sheath: 6f, 13f angiomax, plavix, proglide (x4), impella. It was reported that the proglide device was used in a calcified vessel. Per the instructions for use, the safety and effectiveness of the proglide device have not been established for patients with femoral artery calcium which is fluoroscopically visible at the access site. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The other three proglide devices referenced are filed under separate medwatch MFR reference numbers.

Event description:
It was reported that suture placement in the mildly calcified left common femoral artery was attempted with two proglide devices, using a pre-close technique, via a 6f sheath prior to an impella interventional procedure. The sheath was upsized to 13f and the impella procedure was completed. The pre-placed sutures of the first proglide device were successfully tightened. Reportedly, when the pre-placed sutures of the second proglide were tightened the suture came out of the patient. Two additional proglide devices were used and cuff misses occurred. A fifth proglide device was used and after deploying the foot, during device retraction against the arterial wall the device came out of the patient. When the devices were inspected, three devices had a broken foot. The broken foot pieces were not recovered. Manual arterial compression was applied to achieve hemostasis. It was reported that the physician is trained in the use of the proglide device and established in the pre-close technique. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and the reported loss of arterial access could not be replicated in a testing environment as it was based on operational circumstances. The reported foot detachment was confirmed. Based on analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. A conclusive cause for the reported loss of arterial access and foot detachment could not be determined. The treatment and foreign body in patient appears to be related to procedure circumstance. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.